Event description:
On the third post-operative day of an uncomplicated percutaneous nephrolithotomy, when the microvasive malecot re-entry nephrostomy catheter was being removed in the patient's room, the tube came out broken. The retained part of the tube wasn't visible upon initial examination. X-ray and a non-contrast CT revealed the "wing" part of the malecot nephrostomy tube engaged inside the parenchyma with the 16f tip still in the ureter, and the edge of the broken shaft trapped at the intercostal space. The patient was symptomatic. Open-surgical retrieval of the broken nephrostomy catheter was performed under general anesthesia. The pcn access site was lengthened to a 4 cm incision and exploration revealed the edge of the retained catheter at the retroperitoneal perirenal space and it was extracted intact without any subsequent bleeding.